Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that via remote transmission the lv lead impedance is below the lower limit, and the high voltage lead impedance (hvli) has postponed, and it is believed there is a correlation. It was noted that hvli does not postpone for out of range measurements, and if there was an issue with the rv coil, the measurements would reflect that. There were two consecutive out of range measurements for the lv impedance, but since then it has trended in range again. There were no intervention and patient condition reported.